Event description:
A registered nurse (rn) reported to fresenius that this peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on empiric antibiotic therapy with intraperitoneal (ip) vancomycin and ip cefepime (dose, frequency, and duration unknown). The cultures were positive for pseudomonas (no species provided). The vancomycin was discontinued and the cefepime was to be continued for 3 weeks. The patient¿s symptoms were not improving. On (B)(6) 2025 the patient was admitted to the hospital due to shortness of breath and swelling (location not provided). The patient's pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient continued to worsen and not make any improvements. The patient passed away on (B)(6) 2025 in the hospital. The hospital did not send over the death report, but the discharge records stated the cause of death was septicemia and respiratory distress syndrome. No additional information was available as the patient¿s records had been closed out of the clinic's system. The cause of the peritonitis was not established.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy and utilization of the cycler and the patient event of pseudomonas peritonitis with hospitalization and subsequent death. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient was initially diagnosed with pseudomonas peritonitis. Peritonitis caused by pseudomonas species is a particularly common and serious complication and is often associated with a poor response to antibiotics as well as a high rate of catheter removal. Although the cause of the peritonitis was not confirmed, pseudomonas is a species that normally inhabits soil, water, and vegetation and can be isolated from the skin, throat, and stool of healthy persons. The patient¿s condition worsened over time despite being on antibiotic therapy. The pd catheter was eventually removed approximately two weeks after the peritonitis diagnosis. Additionally, the patient¿s antibiotics were initially changed to one antibiotic with cefepime after the culture results of pseudomonas. The international society of peritoneal dialysis (ispd) guidelines for management of pd-related peritonitis for pseudomonas recommends the use of dual antibiotic therapy with different mechanisms of action and treatment for 3 weeks. When there is no clinical response after 4 days of antibiotic treatment, early catheter removal should be preferred. The patient's worsening symptoms and eventual pd catheter removal suggests that the bacteria possibly developed a biofilm within the pd catheter and that the bacteria invaded tissues spreading to cause the eventual septicemia with respiratory distress syndrome and subsequent death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak test were performed and passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported to fresenius that this peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on empiric antibiotic therapy with intraperitoneal (ip) vancomycin and ip cefepime (dose, frequency, and duration unknown). The cultures were positive for pseudomonas (no species provided). The vancomycin was discontinued and the cefepime was to be continued for 3 weeks. The patient¿s symptoms were not improving. On (B)(6) 2025 the patient was admitted to the hospital due to shortness of breath and swelling (location not provided). The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient continued to worsen and not make any improvements. The patient passed away on (B)(6) 2025 in the hospital. The hospital did not send over the death report, but the discharge records stated the cause of death was septicemia and respiratory distress syndrome. No additional information was available as the patient¿s records had been closed out of the clinic¿s system. The cause of the peritonitis was not established.